Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported an anterior capsule rupture during a laser-assisted cataract surgery. The rupture occurred during suction of the cortex, after all laser cuts had been completed. The surgery was completed and the intraocular lens was implanted in the capsular bag.

Manufacturer narrative:
Evaluation summary: a company representative (cr) noted that the capsulotomy had no issues and the rupture was identified upon suction using a phaco handpiece. The cr visited the site and evaluated the system due to the reported event. The cr adjusted the energy settings and advised the surgeon how to create a smoother rhexis edge. No system issue was found that could contribute to the reported event of anterior capsule tear. A number of contributing factors could have resulted in the anterior capsule tear. The system uses photo disruption to create perforations within the lens when performing the capsulotomy and the lens fragmentation. The procedure is set via user defined power and positioning parameters. As there is no video of the treatment, system settings, optical coherence tomography (oct) scan, and/or patient ocular/medical history provided; the system settings and patient anatomy or ocular movement as a contributing factor cannot be eliminated. Furthermore, as the reported anterior capsule tear occurred during cataract surgery; surgical technique cannot be eliminated as a cause or contributing factor. The system met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).